Event description:
On (B)(6) 2015 a patient was implanted with a conformable gore® tag® thoracic endoprosthesis using a cook sheath. After a successful deployment of the device, upon removal of the delivery system, the leading olive separated from the catheter and the physician used a snare catheter to retrieve the leading olive. It was reported while the physician was retrieving the leading olive a dissection occurred in the external iliac. The physician successfully repaired the dissection and was able to retrieve the leading olive. The patient tolerated the procedure, and no further adverse event was reported. The device delivery system was discarded at the facility and is not available for examination.

Manufacturer narrative:
Changed event from malfunction to serious injury due to the dissection and repair of the external iliac, due to the snare catheter.

Event description:
On (B)(6), 2015 a patient was implanted with a conformable gore tag thoracic endoprosthesis using a cook sheath to treat a thoracic aneurysm. It was reported that upon removal of the delivery system the leading olive came apart from the catheter. The physician used a snare catheter to retrieve the olive tip. While the physician was using the snare catheter, a dissection occurred in the external iliac. The dissection was repaired and the patient tolerated the procedure. The device delivery system was discarded at the facility and is not available for examination.